Event description:
Procedure: hysterectomy. Reportedly, whiles applying the instrument to adnexa the hand piece would not seal small amount bleeding occured. Case was changed to open procedure to complete the surgery.